Manufacturer narrative:
The pod arrived not deployed, with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. Inspection of the pod download data revealed timeouts and drive stalls had occurring during operation. The pod delivered 62 total pulses, of which 50 were first prime pulses. After both priming phases, the device was not deployed and was subsequently deactivated. The pod was reran and showed similar timeouts to the original data. Inspection of the device subcomponents revealed brass shavings from the tube nut on the lead screw. The brass shavings observed on the lead screw are confirmed to be the cause of the reported needle mechanism complaint.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.